Manufacturer narrative:
Based on the claim against the product by the customer noting that the view of the endoscope 30-degree camera was smooth, but the angle was not proper, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope 30-degree instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint that the camera angle was not proper. The endoscope was analyzed, and failure analysis identified poor focus at all distances in the left and right eyes and distal tip contamination. Visual inspection found laser markings on the housing damage/markings on the housing, glue damage on the fiber distal tip (gap) and mechanical button was also damaged. The complaint was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The root cause of the reported issue is attributed to damage during use. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the view of the endoscope 30-degree camera was smooth, but the angle was not proper. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the surgical area could be seen, and endoscope was working. But the horizon symbol was not parallel to the ground, so the angle was not normal. Operating room (or) staff do not remember what surgical task was being performed at the time of event. The image was inverted. Surgeon did not move the camera. Or staff installed a backup endoscope. Or staff do not remember if the endoscope was installed in up or down orientation. Surgeon did not confirm desired orientation when endoscope was installed. There was no indication of the image orientation provided to the user via user interface. The endoscope was attached to the endoscope¿s adapter/base. Or staff mentioned they did not see missing screw or other components. Or staff do not remember whether they manually rotated 180 degrees the endoscope or not. A backup endoscope was used to complete the procedure. The vision issue did not result in patient injury. The endoscope is available for return to isi for evaluation. The or staff noted the image was partially inverted, not completely.